Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp via a clinical study on 2018-jul-17. It was specified that the baclofen in the pump was gablofen.

Manufacturer narrative:
Evaluation conclusion code 22 and patient code no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study on 2018-(B)(6). It was reported that on 2018-(B)(6), the patient called the clinic reporting fever overnight after two falls on 2018-(B)(6). The patient also reported stiffness after the falls and itchiness and irritability shortly after. No pain increase or drainage were reported. The patient was seen on 2018-(B)(6) and was doing well with improved gait. On 2018-(B)(6), the patient called to report falls during the 2018-(B)(6) visit and also reported feeling stiff again. It was noted that 'perhaps a tube got kinked.' The patient was ordered to take oral baclofen and get an x-ray on 2018-(B)(6). The 2018-(B)(6) office visit determined that the catheter was outside the intrathecal space as the catheter tip was no longer visible in the thoracic spine. It was noted that the catheter appeared coiled under the lumbar spine. The patient's spasticity had returned to baseline prior to pump placement, and it was noted that the incisions were well healed. The patient had a small fluid collection above the lumbar incision and had no response to a bolus in the pump. A side port tap was attempted and failed due to body habitus. Interrogation of pump logs showed no activation of pump alarms. The event resulted in in-patient hospitalization and an unscheduled clinic or office visit. It was further noted that prior to hospitalization, the patient was titrated down to 24mcg/day. During the revision, the spinal segment of the catheter was trimmed and a new kit was used to access the intrathecal space. The catheter was reconnected and the catheter access port (cap) was aspirated. After the case, a priming bolus was programmed and the dose was raised to 75mcg/day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that the patient was receiving unknown baclofen at 50.01 mcg/day. No further complications were required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a clinical study reported the event was possibly related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at an unknown dose) via an implantable infusion pump. It was reported that an x-ray confirmed that the catheter had slid out of the intrathecal space and was curled up next to the anchor. There was no environmental factors were believed to have led to this. Surgery was scheduled to revise the distal end of the catheter on (B)(6) 2018. The issue was unresolved at the time of this report. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2018 product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient was not in acute withdrawal as the catheter issue likely occurred around (B)(6) 2018. On (B)(6) 2018, a new catheter segment was inserted, spliced with original catheter. The clinical diagnosis was component failure resulting in loss of therapy. The issue resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2018. Product type catheter medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a hcp via a clinical study reported the patient's weight was 82.6 kg. It was noted the patient's catheter was revised on 2018-aug-16.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.